Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the monitor used to display patient information on the pyxis machine was failing, with the screen fading and the edges darkening. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a field service engineer (fse) performed troubleshooting and a visual inspection, which did not reveal any issues with the pyxis station. After discussing with site pharmacy, it was determined that the reported problem was related to a site networked monitor mounted above the pyxis, with no known issues affecting the pyxis station itself. To verify operation, the fse had the user perform inventory lookups and counts, which were completed successfully. Fse confirmed that there were no issues with the device, and no further investigation was required. The system functioned as intended after the field service engineer investigated the issue.